Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure code 38 was confirmed and duplicated during product evaluation. The device met specification for the reported problem. This condition was caused by a malfunction in the tube misloading detection circuit due to defective fsr sensors. Both fsr sensors were replaced to correct this condition. A service history review was performed, revealing that the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The customer reported a flo-gard infusion pump which experienced f38 during patient use in the pediatric intensive care unit, interrupting delivery. The device was infusing the patient with a 1000 milliliter solution of dextrose 0.45 and 20 milliliters potassium when the reported condition interrupted delivery. There was no patient injury or medical intervention. No additional information is available at this time.

Event description:
The customer reported a flo-gard infusion pump which experienced f38 during patient use in the pediatric intensive care unit, interrupting delivery. There was no patient injury or medical intervention. No additional information is available at this time.